Event description:
It was reported that the table rotation locks were not holding. The locks were replaced. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.